Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed that the colors of the caps were different within the same batch. No patient impact reported.

Manufacturer narrative:
Bd received 2 photographs from the customer for investigation. Visual evaluation of the photographs shows tubes with slightly varying cap colors. In addition, visual evaluation of 100 retain samples from bd inventory was performed and did not reveal cap color variation. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for cap color variation. Bd was unable to identify a root cause for indicated failure mode. Bd does not make any claims that hemoguard shields will be same shade. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.